Manufacturer narrative:
(B)(4). Batch # 951a38. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 951a38, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass procedure that while attempting to fire across really thick tissue the device locked out. No staples were deployed, and the knife did not cut. Reverse was used to open and remove the device at which time it was found that the jaws were bent. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.